Event description:
It was reported that a rotawire fracture occurred. The 10mm x 2.5mm, 75% stenosed target lesion was located in a severely calcified and several tortuous mid left anterior descending artery (lad). A 330cm rotawire and a 1.50mm rotalink plus were selected for use. During procedure, while performing ablation 7 times at 180,000 rpm at 10 seconds duration, the burr was being moved forward and backward without staying at one place. Subsequently, it was noted that 2-3cm of the spring tip of the rotawire was fractured possibly due to the annulus of the burr coming in contact with the spring tip of the rotawire. The physician attempted to remove the fractured fragment by entwining two guidewires; however, the fragment could not be removed. Consequently, the fractured fragment was then apposed to the vessel wall by deploying a stent. There were no further patient complications reported and the patient's condition was good.